Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported that a cook bakri postpartum balloon with rapid instillation components leaked. The female patient was classified as a high-risk patient. The patient had a protracted birth and had increasing infection levels. After the birth and removal of the placenta, a cook bakri postpartum balloon with rapid instillation components was used for treatment of a postpartum hemorrhage due to uterine atony. Prior to the use of the cook bakri postpartum balloon, the patient¿s blood loss was approximately two liters. The device was introduced through the vagina and cervix into the uterus using blunt forceps. When the balloon was filled to 400 ml, the balloon lost fluid. The blood loss after the failure of the first balloon was approximately 500 ml. Another cook bakri postpartum balloon was used during the procedure and stopped the bleeding. The patient's total blood loss was 3.5 liters. The patient received three erythrocyte concentrates (3 blood preserves) and fibrinogen. However, no thrombocytes were administered. The patient was then transferred to the intensive care unit. Reviews of documentation including the complaint history, quality control procedures, device history record (DHR), manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of the investigation, a definitive cause of the event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: phone: (B)(6) h3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cook bakri postpartum balloon with rapid instillation components leaked. The female patient was classified as a high-risk patient. The patient had a protracted birth and had increasing infection levels. After the birth and removal of the placenta, a cook bakri postpartum balloon with rapid instillation components was used for treatment of a postpartum hemorrhage due to uterine atony. Prior to the use of the cook bakri postpartum balloon, the patient¿s blood loss was approximately two liters. The device was introduced through the vagina and cervix into the uterus using blunt forceps. When the balloon was filled to 400 ml, the balloon lost fluid. The blood loss after the failure of the first balloon was approximately 500 ml. Another cook bakri postpartum balloon was used during the procedure and stopped the bleeding. The patient's total blood loss was 3.5 liters. The patient received three erythrocyte concentrates (3 blood preserves) and fibrinogen. However, no thrombocytes were administered. The patient was then transferred to the intensive care unit.